Event description:
The customer reported variation between the blood glucose level and the sensor reading. The blood glucose reading was 134 mg/dl and the sensor reading was 48 mg/dl. The customer was advised to monitor the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.